Manufacturer narrative:
The device was eval by the facility technician and passed the functional tests. The venous pressure change during this type of event is not significant enough to create an alarm.